Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the patient woke up in post-anesthesia care unit (pacu) chewing on the distal cover. There were no reports of patient harm. This report is related to patient identifier (B)(6).

Manufacturer narrative:
Correction: d4: serial #: from (B)(6) to the field should be blank. D7a: single use device: from no to yes. H4: device mfg date null: from unselected to ni. H5: labeled for single use: from unselected to yes. This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.